Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the admixture port was broken when administrating the drug. There is no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information:the device is not available to baxter for evaluation. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.